Manufacturer narrative:
(B)(6) 2011: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's wife alleged that the issue began 30 days prior to contacting lfs. In addition to oral medications (metformin and amaryl), the patient's wife stated the patient also manages his diabetes with diet and/or exercise. According to the patient's wife, the patient continued with his usual dose of medication since the reported issue began. As a result of the alleged power issue, the patient reportedly developed symptoms of blurry vision, headaches, and frequent urination two weeks later. The patient's wife, however, denied the patient received any medical intervention after the alleged issue began. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.